Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the printed circuit board and main board failed due to liquid ingress, resulting in the images not being displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found the internal printed circuit boards were seriously corroded by liquid intrusion, causing no image; blackout image occurred and there was no endoscope information due to faulty printed circuit board and circuit board; blackout image occurred and there was no serial digital interface image due to faulty printed circuit board and main board. The evaluation also found that the brightness of the image was excessive, and the brightness adjustment didn't work due to faulty printed circuit board, and the front panel was corroded and the buttons on it failed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video processor had no image. The issue was found after a diagnostic procedure. The procedure was completed using the same set of equipment and there were no reports of patient harm.